Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's wife is having trouble entering the blood glucose of the customer for the calibration. Customer blood glucose was 435 mg/dl. Troubleshooting was performed on the insulin pump. Customer's wife was able to clear the meter blood glucose. Customer's wife declined to troubleshoot for the high blood glucose levels stating that the customer might have incorrectly entered the grams of carbohydrates they ate.